Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:an impella cp was inserted via the femoral artery to support the 60 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Prior to implant the patient was supported by inotropes and vasopressors, but other underlying medical history was not shared. On the day after implant the access site was observed to be oozing and the blood loss was estimated at 1 liter. The team attempted to achieve hemostasis by redressing the site but, the ooze persisted. The patient was known to be on anticoagulants and t he ppt was 38.1seconds. After 2 days of support the pump was weaned and explanted. The patient did survive. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
B5: additional information was added.

Event description:
Additional information was received. The pump will be returned for evaluation. The bleeding was not the cause of the explant. The patient had a leg immobilizer in place and movement was not a concern for the cause of the bleeding.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Additional information has been provided in d9 the device was returned to manufacturer. Corrected/updated h3 the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the major bleed/asae was not determined due to insufficient clinical details and no abnormalities found on returned product.